Event description:
The lead was explanted due to a fracture. The ICD showed arc marks on the can and the device wore through the lead insulation. High voltage lead impedance check and low energy shock had shown low lead impedances.